Event description:
Pt reported infusion set tubing causing occlusion errors on the infusion device for the previous two weeks. She experienced elevated blood glucose of 500 mg/dl. Pt changed the infusion set and administered a bolus to address the elevated blood glucose issue. She did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product was requested to be returned for evaluation.